Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. A visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions on several attempts. The grips opened and closed properly and were aligned. The instrument passed the clip test in 2 out of 2 attempts. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not closing properly. The procedure was completed as planned with no reported injury.